Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic bent and deformed with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Patient information: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -13.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown. Reportedly, due to presbyopia the patient had poor near vision after the first implant so the diopter of the second implanted lens was reduced.